Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07feb2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 22mar2024.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9,h3, h6. Device evaluation: a review of the device noted an opening on the anterior side, assessed as surgical damage.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. The device has been explanted.